Manufacturer narrative:
Investigation results: the implant arrived detached with cut off pin. Investigation was carried out microscopically. Here we found, that the cutting edge is skewed between two latching rings. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There is no further complaint with this lot at hand. The root cause for the problem is most probably usage related. It is clearly visible, that the pin was cut too skewed. The IFU figures out, to avoid cutting with a wrong angle. This is the usual mistake in cases with popping away discs during surgery. A CAPA was not initialled.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the device was broken during surgery. Clamp and pin were separated. The device was replaced by a new one and caused a surgery delay of 10 to 15 minutes. There was no patient harm. There was no additional information provided.